Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient also experienced patient data reveals patient also diagnosed with raynauds. In addition to previously reported symptoms, she reports muscle weakness, diarrhea (gi issues) and dry hair. Patient is also diagnosed with lyme disease and being treated. Lyme disease is contracted through tick bites and would not be medically associated with breast implants. Although several patient reported symptoms can be associated with this condition, the patient is associated her reported symptoms to the implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention to add saline to implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with two 300cc mentor smooth round moderate profile saline breast implants and experienced systemic symptoms postoperatively, including inflammation, joint swelling, pain, anxiety, sleep issues, headaches, breathlessness, vertigo, nausea, gi issues, heart palpitations, depression, fuzzy brain, memory issues, low grade fever, hair loss, rashes, temperature intolerances, fatigue, tremors, neurological issues and vision problems postoperatively. The patient also reported high c4 complement and irregular radioimmunoassay results. Diagnoses included fibromyalgia, chronic fatigue syndrome and epstein-barr virus. The patient believes the issues to be a result of mold inside the ports of the devices, which she reported may have occurred during a secondary procedure where saline was added to the implants. However, at the time of this report, the devices have not been explanted. Mentor is currently unable to confirm the presence of microbial contamination in the reported devices, but if additional information is received in the future, a supplemental report will be submitted. This medwatch form is for the right breast prosthesis.